Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead and the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the right ventricular lead integrity alert triggered. The analyst noted that the rv pacing lead impedance was 4047 ohms on (B)(6) 2015, and the svc defib impedance was 104 ohms on (B)(6) 2015. The rv lead integrity alert warning occurred for increased sic count and rv lead impedance variation in the last 60 days on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient complained of tenderness and pain due to a large pocket hematoma. It was also reported that the implantable cardioverter defibrillator (ICD) device was confirmed by fluoro with inadequate tightening of the grommet/setscrew. An invasive procedure was performed to treat the hematoma and revise the connection. The device remains in use. No further patient complications have been reported as a result of this event.